Manufacturer narrative:
Age or date of birth: unk. Sex: unk. Weight: unk. Ethnicity: unk. Race: unk. Date of event: unk. Product code: unk, not mta, no serial number reported. Manufacturer name, city, and state: unk, no serial number reported. Expiration date: unk, no serial number reported. Implant date: (B)(6)/(B)(6) 2017. Explant date: unk. Manufacturing site: unk, no serial number reported. Device manufacturing date: unk, no serial number reported. (B)(4).

Event description:
The reporter stated " an unspecified incident in one eye or both eyes of patient "giglia". The lenses had been implanted at this clinic in (B)(6)/(B)(6) 2017. Probably at least one lens was removed at the eye clinic of (B)(6) shortly after the implantation. Unfortunately we have no more information yet. We will keep you updated". Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.